Event description:
Treatment of a cavernous (cav) aneurysm. Post pipeline procedure, it was reported that the patient had lagging speech and tingling in the right hand. The patient was placed on anti-platelet and the issues resolved. No other complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).